Manufacturer narrative:
Additional information was received and it became aware, that the device reported in this incident was and is not released in the u.s. Market, therefor this MDR is obsolete. Please invalidate the case from your system. Zimmer biomet's case number (B)(4).

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR): the DHR check could not be performed as the lot number was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: patient was implanted with ceramic hip component on (B)(6), 2013 and revised on (B)(6), 2017 due to implant fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: no product documentation was reviewed for investigation. Conclusion summary : it was only reported that the patient was implanted with a ceramic hip component on (B)(6), 2013 and revised on (B)(6), 2017 due to implant fracture. It is unknown which ceramic implant was implanted and for which indication. After several requests for further information related to this case (like x-rays, operative reports, reference and lot number), no additional information was received. The reference and lot number is also unknown. The ceramic implant was in vivo for approx. 4 years. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a ceramic hip component on the right side on (B)(6) 2013 and the patient underwent revision surgery on (B)(6) 2017 due to implant fracture.